Event description:
Healthcare professional reported paradoxical hyperplasia (ph) and "cool to touch, fibrotic and enlarged abnormally" on the lower and upper abdomen area treated on (B)(6) 2018 and (B)(6) 2019 with their cooladvantage, cooladvantage plus applicator for a coolsculpting system 5 years and 5 months post treatment.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.